Event description:
It was reported that bd nexiva¿ closed IV catheter system was missing parts. This was discovered before use. The following information was provided by the initial reporter: parts such as the hose clamp or the like are often missing, and therefore can not be used.

Manufacturer narrative:
H.6. Investigation summary: received a total of 10 nexiva units within sealed packages from lot 9074906. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: 6 of the 10 samples received were missing the pinch clamp within the sealed packages. Conclusion(s): manufacturing- although it was confirmed the missing clamp failure was manufacturing related a definite source could not be determined. The pinch clamp is threaded onto the extension tubing in zone 7 and passes through a sensor that detects for pinch clamp presence. Downstream in the process, the fully assembled device is 100% inspected by a vision system for missing components, including missing pinch clamp. The system is challenged on a regular basis to ensure proper functioning. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was missing parts. This was discovered before use. The following information was provided by the initial reporter: parts such as the hose clamp or the like are often missing, and therefore can not be used.